Event description:
A surgeon reports that when the intraocular lens(iol) was implanted, it broke into two parts in the anterior chamber. It was reported that during the removal of the iol, a capsular rupture occurred.